Event description:
A malfunction on a pump was reported without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. The caller declined a pump replacement as they were in the renewal process for a new pump, preferring to avoid setting up a new pump twice. Technical support advised that the caller could continue using the pump at their own discretion and suggested they call back if they decided to proceed with a replacement due to the issue.